Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The serial number and implant date of the ins were provided, as well as the event date and patient's weight. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was fitted with a permanent eight electrode lead as a trial. A year later, the patient returned to implant the ins. The ins was connected to the lead, and a plug was installed. After installing and checking the impedance, all contacts showed greater than 10000 ohms and the system did not work. No the doctor has changed the channel placement so that a lead was installed in the channel where the plug was installed, and the channel where the lead was previously installed was plugged. The doctor was confused by the darkened color of the plastic and asked if he could flush the channel with saline or alcohol if in the future the patient needed to take into account a second lead. Additional information received from the rep noted they were waiting on answers from the clinic.